Event description:
It was reported that when turning the device on it displayed a service light and beeped continuously. It was also indicated that the service log had two fault codes logged repeatedly about a second apart. Indicating a potentially critical failure. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. The pt parameters pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.